Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's mrsa infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported she experienced pod site skin irritations for the last year. At a doctor's visit during the last year, on an unknown date, patient diagnosed with (B)(6) infection. Underneath the irritated pod sites, the patient experienced pockets of the infection. Her physician prescribed a high strength bactrim antibiotic. The customer was unsure if the pods caused the infection since the (B)(6) was throughout her body. The pod worn longer than 48 hours. The customer discontinued using the omnipod system.